Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. The customer's blood glucose value was unknown. Customer stated was rewinding her pump when she began experiencing issues. Customer stated pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the pump. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to pump error 38. In addition to this, there were white particles all along the bottom of the unit. Device was received with a crack on the battery tube which starts at the corner of the belt clip rails.